Manufacturer narrative:
Product event summary #during analysis it was noted that the upper case was dented, contaminated and broken, the lower case and bail covers were broken and contaminated, the battery release, heart block, lead flex cover, lead flex o-ring, battery release o-ring, heart wire contacts and head lead flex were contaminated, the battery contacts were compressed and the keyboard was scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.